Event description:
It was reported that the patient presented to the hospital with discomfort caused by inappropriate diaphragmatic stimulation from their right atrial (ra) lead. It was discovered that their ra lead exhibited failure to capture and was suspected to be dislodged. Programming changes were made to disable the ra lead. The ra lead was explanted and replaced. The patient was stable.